Event description:
On 01/24/2024, it was reported by a sales representative via (B)(4) that during a case, the dw arthroscopy pump, ar-6480, was unable to hold pressure; there was a drastic inflow of fluid randomly during the case. No further information provided. Additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.